Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, it was noted that the right atrial lead exhibited noise. The atrial sensitivity remained as previously programmed. There were no adverse consequences and the patient would continue to be monitored.